Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of at least 2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.